Manufacturer narrative:
Zimmer biomet complaint number (B)(4). K011028, k013227.

Event description:
It was reported that the doctor had trouble removing healing abutment and could only get impression coping screw to engage 3/4 of the way. It would tighten but not completely retain coping. Need re-threading tool.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 8mm ((B)(6)), one (1) heal collar 4.5x5.5, 5mm (hc455) & one (1) unknown impression coping were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported devices were located on an unknown tooth site (universal) and were used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (1231762, 2019051702). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown impression coping) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot numbers (1231762, 2019051702) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified, and the reported events were non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.